Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ('that's over 29 thousand people, not all has essure, but a very large percent do and lots of us having very similar issues') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced adverse event. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information from two deleted case records (B)(4) was transferred to this similar case number by accident, it will be transferred to correct case number (B)(4) instead: patient information and adverse event updated events : heart problems , medical device removal were removed again from this case. No new follow-up information was received from the reporter.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('that's wonderful news congratulation on the amazing results of your surgery') and angina pectoris ('heart problems/heart hurt when it beats') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced angina pectoris (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and angina pectoris outcome was unknown. The reporter considered angina pectoris and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- heart problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: all the information form the duplicate case has been transferred from deletion two case (B)(4). Patient information and adverse event was updated to event: heart problems, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.